Event description:
Information was later received from the manufacturing representative indicating that they were planning to revise the catheter on this report date. It was noted that the physician may replace the pump with a 40ml pump

Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-01, information was received from a healthcare provider (hcp), via a company representative, regarding a patient who was receiving gablofen (2000 mcg/ml) at 875.3 mcg/day via an implantable pump in flex dosing mode (lot number was unknown ). Indications for use included cerebral palsy and intractable spasticity. Medical history and concomitant medications were unable to be obtained. On (B)(6) 2016, the patient experienced increased spasticity and was taken in to their managing hcp, as well as the emergency room (ER). The patient's managing hcp provided oral baclofen, but the dose was unknown. No additional symptoms were reported. On (B)(6) 2016, the patient underwent a catheter dye study, during which the radiologist was unable to aspirate. Subsequently, upon scanning the catheter, a fracture was observed between the anchor and the pin connector; it was unknown what led to the event. The radiologist did not proceed with the contrast. The radiologist's report was to be provided to the patient's managing hcp for referral to a neurosurgeon to repair the catheter; if there was agreement with the patient and their mother. As of (B)(6) 2016, the catheter remained implanted, the issue was not resolved, the hcp had no further information, and the patient's status was reported as "alive - no injury"; surgical intervention was planned, but had had not yet been scheduled. Additional information regarding the date of the planned surgical intervention was requested, but as of (B)(6) 2016 the date had not been set. If additional information is provided, a follow-up report will be sent.

Event description:
On 2016-02-12, information received from a consumer, via a company representative, reported that the patient's fractured catheter was to be repaired or replaced on (B)(6) 2016. It was also noted that the patient will also have the pump changed from a 20 ml to a 40 ml pump at the request of the patient's mother.